Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii devices did not work properly. One device did not load properly as the package was bent and appeared damaged. Two heartstring iii seals did not deploy properly. The hospital did not report any pt effects. Refer to MFR report # 2242352-202-00742 and 01139 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It shows sign of clinical usage and slight evidence of blood. The delivery device was returned inside of the loading device. The seal was inside the loader under the window and remained anchored to the tension spring. The tension spring was outside of the delivery device. The safety lock was not released and the actuator was not depressed. Based on the received condition of the device, the reported complaint for "failure to deploy" could not be confirmed, however it was confirmed for "failure to load". (B)(4).